Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room, experiencing palpitations. It was discovered that the right atrial lead had dislodged which caused inappropriate atrioventricular pacing. The lead was explanted and replaced on (B)(6) 2018. The patient was seen on (B)(6) 2018. The patient was stable and the lead testing was normal.